Manufacturer narrative:
Product ID: 37642, serial#: (B)(4), product type: programmer, patient; product ID: 37085-40, serial#: (B)(4), implanted: (B)(6) 2011, product type: extension; product ID: 37085-40, serial#: (B)(4), implanted: (B)(6) 2011, product type: extension; product ID: 3387s-40, lot#: v571555, implanted: (B)(6) 2011, product type: lead; product ID: 3387s-40, lot#: v541025, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that the patient's implantable neurostimulator (ins) indicated a power-on-reset (por) condition. It was noted that the patient lost therapeutic benefit on (B)(6) 2012; immediately following this, she interrogated the device with the patient programmer (pp) and an error code of 0004 (parity) was indicated. The por condition was cleared, and the patient's therapy returned to normal.